Event description:
It was reported that when using the BD Pyxis¿ ES Server, the server upgrade and station upgrade to version 1.11, the Bio-ID scanner took up to 20 seconds to read staff fingerprints during login.The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.